Manufacturer narrative:
There was no button error alarm during testing. However the unit had an intermittent act button response due to a corroded keypad. There were no unexpected numbers ramping and scrolling during testing. The unit had a minor scratched lcd window, cracked battery tube threads, a broken reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 109 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.